Event description:
The pt reported he received an e4 (occlusion) message on his insulin infusion device. To troubleshoot, the pt was instructed to disconnect from his infusion headset and bolus 6 units of insulin. He stated there was air at the end of his tubing and insulin was not coming out. The pt was assisted in priming his tubing after which insulin delivered successfully. The pt was then instructed to remove his infusion headset and he discovered the cannula was bent. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.